Manufacturer narrative:
Sorin group USA received a report that a cracked connector in the cardioplegia line caused blood to leak and air to be aspirated. This resulted in a delay of about 10 minutes while the pt was on pump, but before cross-clamp. The connector was replaced and the case continued without further issues. No air reached the pt and there were no pt complications due to the incident. No medical intervention was required. The connector which leaked was returned to sorin group USA for evaluation. While no crack was found in the connector, leak testing confirmed the presence of a leak. A CAPA has been initiated and the root cause determined. The connector dimensions were out of specification. Corrective action has been implemented by the supplier. The mfg process has been adjusted to bring the connector dimensions back into specification. No further action is necessary.

Event description:
Sorin group USA received a report that a cracked connector in the cardioplegia line caused blood to leak and air to be aspirated. This resulted in a delay of about 10 minutes while the pt was on pump, but before cross-clamp. The connector was replaced and the case continued without further issues. No air reached the pt and there were no pt complications due to the incident. No medical intervention was required.